Manufacturer narrative:
The affected device was checked by draeger service on site. During testing of the device the problem could not be confirmed and no fault was detected. Detailed analysis showed a loose connection of the flow sensor to the flow sensor harness cable. At 12:08 pm and 12:14 pm the values logged during the flow sensor calibration indicate a contact problem within the signal path of the expiratory flow sensor cable. Based on these findings a faulty flow sensor cable was determined to be the likely cause of the unstable pressure/flow supplied by the ventilation unit. The device has behaved as specified to this malfunction. In case the set alarm limits for airway pressure or flow are breached the device generates an audible and visual alarm. A pressure limitation must be set by the user; if this limitation is exceeded, a safety valve opens as a safety function of the device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the ventilator pressure fluctuates during exhalation cycle while treating the patient. There was no injury to the patient.